Manufacturer narrative:
Medical product: primary cup metasul 50mm; catalog# : 91112850; lot# : 93096553, cone prosthesis 20 12/1 4; catalog# : 340009200; lot# : 96654490. Therapy date: (B)(6) 2013. The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to pseudotumor.

Event description:
Investigation result is available now.

Manufacturer narrative:
Event description: it was reported that the patient had a primary implantation on the 5th december 1996 and underwent surgical intervention on the (B)(6) 2013 due to a pseudotumor, whereby debridement was performed and the femoral head was revised. Review of received data: adverse event report received containing the product ID of the explanted femoral head. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary: it was reported that the patient had a primary implantation on the (B)(6) 1996 and underwent surgical intervention on the (B)(6) 2013 due to a pseudotumor, whereby debridement was performed and the femoral head was revised. The investigation results did not identify a non-conformance or a complaint out of box (coob). The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Neither x-rays, operative notes, office visit notes, blood work report nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Possible root causes for the formation of a pseudotumor could be wear of the articulation surface over the near-17 years of implantation, elevated blood metal ion levels and hypersensitivity. However, without the necessary medical documents nor explants for a proper assessment, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).